Manufacturer narrative:
The suspect product is the active test strips.

Event description:
Reporter alleged discrepant blood glucose results of 358 mg/dl on the active system compared to the doctors measurement of 140 mg/dl, when testing was performed 5 minutes apart. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. The active system: meter and active test strip lot number 22944835 with an expiration date of 01-31-08.